Manufacturer narrative:
The investigation was completed on 30-jun-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30996115l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a octaray mapping catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, a pericardial effusion was noticed in the patient. They reported that the patient's blood pressure dropped. The pericardial effusion was confirmed on intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis, and about 1200cc of fluid was removed. The patient is in stable condition. They had noted that the thermocool® smart touch® sf bi-directional navigation catheter was in the left atrium at the time, and they had just finished mapping with the octaray mapping catheter. Additional information was received. It was discovered during the use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the patient condition. Pericardiocentesis was done. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as patient was admitted overnight for observation. Relevant tests/laboratory data- none. Other relevant history- none. Transseptal puncture was performed with a baylis versacross ref (B)(4). Prior to noting the cardiac tamponade, ablation was not performed. No evidence of a steam pop. The event occurred during the mapping phase in the la. Irrigated catheter was used in the event, the flow setting was 15/7. Correct catheter settings were selected on the generator. No ablation was given. No error messages. Visualization features used was graph, dashboard and vector. The adverse event was assessed as MDR reportable under the ¿octaray mapping catheter¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).